Manufacturer narrative:
The colonoscope was evaluated by the authorized repair center. It was determined that the ccd assembly was not functioning properly, and required replacement. The device was repaired and returned to the user.

Event description:
It was reported that during a colonoscopy all displayed images went black when angulating the colonoscope. The case was completed using a different colonoscope. No injury or other negative health consequence to the patient was reported.